Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities noted with the device. The device passed a leak test and all seals were present and intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a sleeve gastrectomy procedure, the valve disengaged from the device. To complete the procedure, a new device was used. No patient injury or extension in surgical time. The current patient status is good.